Event description:
Boston scientific received information that during device changeout this pacemaker and left ventricular (lv) and right ventricular (rv) leads exhibited pacing inhibition when the device was taken out of the pocket. Pacing resumed when it was placed back inside the pocket. The device was used in off-label biventricular pacing with the lv lead plugged into the right atrial (ra) port of the device. Boston scientific technical services (ts) discussed that sensing was programmed in the unipolar configuration and would have oversensed when the device was taken out of the pocket. There was no documentation why the sensing configuration was changed. The patient is pacer dependent and it was reported that pacing inhibition resulted in greater than 2 seconds of asystole. The lv lead was disconnected from the device and connected to a pacing system analyzer (psa) to provide pacing while switching to the new device. The new device was implanted successfully. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.